Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, eprd reported 11 cases for re-revision, 1 complication for recurrent dislocation. No further information was reported on the matter.